Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of ict sample diluent lot number 23019un22. The ict sample diluent used to analysis of electrolytes on architect c4000 processing module. The ticket search determined that there is as expected complaint activity for the likely cause lot 23019un22. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. Historical performance of reagent lot 23019un22 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000, serial number (B)(6), or ict sample diluent lot number 23019un22.

Event description:
The customer observed falsely decreased sodium results on architect c4000 processing module on multiple patients. The results provided were: sid (B)(6) initial= 115.7 mmol/l /repeated on another two architect= 137.2 and 140.2 mmol/l sid (B)(6) initial= 120.3 mmol/l /repeated on another two architect=134.5 and 136.2 mmol/l laboratory normal reference range for sodium=136 to 146 mmol/l, critical range <120 or >155 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely decreased sodium results on architect c4000 processing module on multiple patients. The results provided were: sid (B)(6) initial= 115.7 mmol/l /repeated on another two architect= 137.2 and 140.2 mmol/l sid1430100179a initial= 120.3 mmol/l /repeated on another two architect=134.5 and 136.2 mmol/l laboratory normal reference range for sodium=136 to 146 mmol/l, critical range <120 or >155 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.